Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with all the available patient information. Physio-control evaluated the customer's device and was able to duplicate the reported issue. The device's keypad was replaced to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device failed to deliver shock twice while in use with a patient. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
The device's removed keypad was returned to physio-control for further evaluation. Impact damage was observed on the shock button outer overlay. The reported issue could not be duplicated with the returned part. Root cause could not be determined.

Event description:
The customer contacted physio-control to report that their device failed to deliver shock twice while in use with a patient. This issue is patient related; however there was no adverse patient outcome reported.